Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the surgery of avulsion of anterior fork insertion, when insert the anchor, the implanted part was broken, then the whole anchor was broken. The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor was broken but remains held in place by the suture. In addition, the anchor was detached from the driver and presented biological residues. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. The possible root cause for the reported failure can be attributed to axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [5l44959] number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device [5l44959] number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by sales rep via complaint submission tool that during an avulsion of anterior fork insertion, when inserting a 4.75mm healix advance knotless br anchor, the implanted part was broken, then the hole anchor was broken. Another device was used to complete the surgery. No surgical delay or patient consequences reported. No additional information could be provided. Additional information provided by the affiliate reported all broken fragments oft the anchor were removed from the patient.